Event description:
The user facility reported that the side-tube detached from the main housing of the introducer sheath while contrast dye was being injected during a procedure. The introducer sheath was exchanged for a second sheath and the procedure was completed successfully. Reportedly, there were no patient complications.

Manufacturer narrative:
H6 - results are baed on evaluation of user facility information and the returned sample; also, is based on quality record and reserve sample evaluation. Conclusions is based on evaluation of user facility information and the returned sample; also is based on quality record and reserve sample evaluation. Visual examination of the returned sample confirmed that the side-tube had separated from the introducer sheath housing, although there was evidence of proper bonding to the housing. Inspection and testing of retention samples from random lots confirmed that there were no defects or anomalies and product performance specifications were met. The lot number of the involved device is not known so quality record review was limited. While the cause of the reported event cannot be definitively determined based on the available information, the event description and returned sample appearance are consistent with over-pressurization of the tubing during injection of the contrast media. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.